Manufacturer narrative:
Manufacturing evaluation - analysis and results: there are no previous complaints of the same code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 0.18 kgf in average and 0.17 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.14 kgf in average and 0.07 kgf in minimum). Additionally, we have checked the complaint history record, and there are no previous complaints for this reference (g0068711) related to this issue in the last five years nor previous complaint for this issue to the other products manufactured with the same raw material batch as the used in the production of the involved batch. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported there was thread breakage. During vitrectomy and strabismus surgery, there are problems related to the binding and knotting of the thread, which tend to break after a slight manual pressure.